Event description:
It was reported that there was difficulty in getting the radiofrequency programmer head to work. The programmer head was swapped out and the patient was able to be interrogated. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed uplink amplitude testing due to the cable being out of electrical specification. It was also noted that the upper case lens was cracked and the label was delaminated.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.